Event description:
It has been reported to philips that the system would not boot up. The device was not in clinical use at the time of the event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. The fse found a dead cmos battery in host pc via pc diagnostic tool. The fse replaced the cmos battery as well as configured bios, created ghost and backups. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome.